Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main board and downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device main board and dso sensor were replaced and the device passed all testing.

Event description:
It was reported that the device displayed an error 1144. The event occurred during an inspection. There was no patient involvement.